Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a stomachache. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with an unspecified drug infusion (intraperitoneal) for the peritonitis event. Pd therapy was ongoing. The reporter decline declined to provide additional information.